Event description:
It was reported that the external pulse generator generated a "self test" error message. It was further noted that the unit is almost due for its annual check and calibration so it was requested that be completed as well. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Keyboard is scratched.